Event description:
It was reported that the pump had a downstream occlusion seal that was ripped and bubbled during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump had a downstream occlusion seal that was ripped and bubbled. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso (downstream occlusion) seal torn and uso (upstream occlusion) seal delaminated. The complaint was confirmed through visual inspection. The root cause of the reported issue was dso seal torn and replaced dso seal. The dso/uso sensor calibration was performed. The device passed all functional and delivery tests performed after repair activities were completed.